Manufacturer narrative:
H2) correction to aware date medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The system was serviced in the field. The system failed optical communication as the camera was unable to track instruments. The camera was replaced. The new camera could track instruments but the laser pointed was not working. Another camera would be sent out. Codes 10, 4203 and 4307 are applicable to this analysis. The original camera was returned for analysis. The returned camera powered up on a test bench with the amber fault light on. The event log showed intermittent firmware incompatibility as well as a detected bump on (B)(6) 2020. The camera passed an accuracy test at 0.08 mm with a passing thresholf of 0.25 mm. Codes 10, 4203 and 4307 are applicable. Concomitant medical products: other relevant device(s) are: product ID: 9735821, serial/lot #: (B)(4), concomitant medical products: other relevant device(s) are: camera refurb 9735821r vega base s8 svc. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system that was used during a cranial resection procedure. It was reported that the camera was not tracking multiple reference frames and pointers. The site changed camera carts to continue with the case. Site representative not sure if the system was displaying localizer disconnected or the status of the camera leds. There was a reported delay of less than one hour due to this issue. There was no known impact on patient outcome.

Manufacturer narrative:
H2 additional information was received: pn: 9735821 updated lot: p900522 h3: analysis was completed and it was noted that the returned psu has had a network connector screw broken off in the connector. They were able to remove the screw. As reported, the laser is not functional. Otherwise, the event log has not recorded any adverse events and the psu passed an accuracy test at .06 mm with a passing threshold of .25 mm. H6: 10,120,4307 are associated with the product return and analysis complete. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.